Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Product ID: 39565-65, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the manufacturer¿s representative (rep). It was reported a patient was hospitalized for right lower extremity pain and implanted on (B)(6) 2018. Intraoperative testing occurred when the device was well connected which identified the device wasn¿t faulty, however, due to bleeding during the operation the device wasn¿t turned on. After implant, the patient developed lower extremity dyskinesia but no interventions were able to take place because on (B)(6) 2018 around noon (the exact time was unclear) the patient experienced cardiac arrest and suddenly died due to this so ¿it was impossible to proceed with the next step.¿ the patient¿s underlying disease and cause of the cardiac arrest was unclear as the patient¿s medical history was asked for but unknown, but it was stated the product did not have contact with a patient with any infectious disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient had a history of heart disease along with a heart stent, but the exact timing of this was unclear. The rep. Was unaware of what kind of medications the patient was taking at the time of the event but found no surgical complications related to the patient¿s history. According to the rep. The cardiac arrest was found not to be associated with the surgical procedure, devices, or treatment, but the patient¿s family refused an autopsy.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonable suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.